Event description:
It was reported to boston scientific corporation that a sensor guidewire was used during a ureteroscopy procedure. Procedure date is unknown. According to the complainant, during the procedure, the distal tip detached exposing the tip of the metal corewire. No part of the guidewire detached inside the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.